Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on january 06, 2022, with lot number 2935660. Analysis of the returned device identified: broken on posterior, missing shell on posterior (0-25%) crease fold, wear abrasion and white particles inner the shell. Leak test and microscopic analysis was performed which identified: striated broken on posterior, puncture opening on radius and crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease smooth on anterior assessed as fold flaw opening , a punctured assessed as surgical damage like , a striated pattern of broken assessed as surgical damage.

Event description:
Health care professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Health care professional reported right side deflation. The device remains implanted.